Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 519 mg/dl. The customer¿s other blood glucose level was 409 mg/dl. The customer state that the cannula was bent. The customer also reported that the insulin pump gives the insulin flow block alarm. The troubleshooting was performed for the bent cannula. The device will not be returned fir the analysis.